Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for outside us like products reporting. The report includes corrected information and additional information not available/included in the initial report. Corrected information: d9 has been changed from yes, in the initial report, to no. Additional information: the product was returned to the manufacturer, and the investigation was conducted, with the methods and results as noted below. The iol was ejected out from the injector. The optic was partially cut from the edge. There were not any remarkable scratches on the optic. The slider was completely advanced until it stopped. The rod was also advanced completely. The nozzle was stretched from the slit. Trace of lubricant was found inside the injector. The dye test result showed the injector tip was properly coated. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 150). The exact root cause was not determined, however from our investigation, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Scratched optic. Product replaced with another lens immediately during surgery.patient impact: intra-operative explantation.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Manufacturer's codes for patient health effects (clinical and impact), and device problem and component have been entered in this report. Manufacturer's codes for investigation type, findings and conclusion are pending for device return and product investigation. Once the investigation is completed, an follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Event description:
Scratched optic. Product replaced with another lens immediately during surgery. Patient impact: intra-operative explantation.